Event description:
The customer alleged that the system was leaking cidex opa inside and tripping the breaker at the facility. There were no physical complaints. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer's site. The fse found crack in basin drain allowing fluid to drip down onto connectors, causing the ground fault circuit interruptor to trip and unit not to function. Unit needs new basin assembly. The fse replaced basin assembly to repair. The fse setup and ran empty test cycle. The fse verified system meets specifications. Basin.